Event description:
It was reported the patient is experiencing persistent pain whether stimulation is on or off at the upper lead incision site. A physician consult was advised to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.